Manufacturer narrative:
The pump was returned and analysis found pump/battery/high resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient was in hospital. Pump automatically set to minimum rate and was told by the hcp to leave it at minimum rate until she could get released from hospital and get pump replaced. Low battery reset had not been resolved. Medical history and patient weight were not known. Pump was still implanted in patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 10 mg/ml concentration at 0.06 mg/day, clonidine, 50 mcg/ml concentration at 0.302 mcg/day dose and morphine, 20 mg/ml concentration at 0.121 mg/day dose via intrathecal drug delivery pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that alarm was not heard/ confirmed by telemetry. A critical alarm was occurred. Low battery reset occurred. Pump logs were checked. No symptoms were reported. The rep stated that pump logs only showed events from today due to repeated resets. The patient did not report hearing pump alarms so there was no way to know when the pump first reset. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.